Event description:
Procedure type: laparoscopic appendectomy. According to the rptr: on (B)(6) 2011, the appendix was resected using the device. It was confirmed that there was no bleeding from cut end. Just in case, a drain was kept in the pt. On (B)(6) 2011, the pt's blood pressure became low and an additional operation was done. Around the middle of the staple line, bleeding was confirmed. The total amount of blood loss was 2000 cc. Tachocomb was applied on staple line to finish the procedure. Pt follow-up is ongoing.

Manufacturer narrative:
Tracking reference #: (B)(4). Date of initial report sent: 10/20/2011.